Event description:
It was reported that the patient's ipg shuts off intermittently. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.